Event description:
It was reported that at around 19:40 on the day of surgery, the patient suddenly opened their eyes and showed ambulatory blood pressure (abp) of 147/97 and heart rate of 150 beats per minute. When raising the patient's arm, it was observed that the left arm seemed to be harder to lift than usual. After that, the eyeball deviation was shown upward, and the suspicious symptoms of tonic seizure were shown. The symptoms subsided about 1-2 minutes after injecting 2mg of ativan. The brain perfusion computed tomography (CT) showed a wedge shaped decrease in left middle cerebral artery (mca) territory perfusion so it was suspected of acute stroke. There was little volume of mismatched area. However, major vessel was intact on the computed tomography angiography (cta). There was no discernible large vessel occlusion and no abnormal density in the brain. Without intervention AED was applied to observe the progress. The event was diagnosed at a left hemiplegia due to transient ischemic attack (tia) with seizure like movement. On (B)(6) 2021 the electroencephalogram (eeg) was normal. On (B)(6) 2021 the brain CT showed focal low density in the left frontal lobe. There was a possible acute ischemic change in the left mca vascular territory. On (B)(6) 2021 the patient had left arm weakness and on (B)(6) 2021 the patient had left hand tremor, and on (B)(6) 2021 the hand tremor got better. The patient was all right post implant and on (B)(6) 2021 the pump was normal position with no evidence of kinking, obstruction or thrombus formation along the inflow cannula or outflow graft. On (B)(6) 2021 the CT angiography showed little interval change. There was mild atherosclerotic change of extracranial and intracranial arteries. The patient recovered enough to tie the string with hands. The neurology medication given was rivotril tab 0.5mg (clonazepam ) 2t and keppra tab 500mg (levetiracetam) 2t as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported neurologic dysfunction as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.